Manufacturer narrative:
(B)(4).concomitant medical products: humeral component plasma sprayed size 5 150 mm length part: 00840004515 lot: 64122678, humeral screw kit 2 humeral screws part: 00840009000 lot: 64182174, articulation kit size 5/6 1 axle pin, 1 humeral bearing a, 2 ulnar bearings b part: 00840009500 lot: 64223203. Foreign: (B)(6). Customer has indicated that the product will not be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up report will be submitted.

Event description:
It was reported that during a follow up visit, radiographs showed loosening of the ulnar component. The patient has not been revised at this time.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
.No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were: updated: b4, b5, g3, g7, h1, h2, h10. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that approximately 22 months post implantation, the patient was revised due to loosening and component fracture. No additional patient consequences were reported. Attempts have been made and additional information on the reported event is unavailable at this time.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Complaint was reopened as the complaints team was notified of the ulna component fracturing and confirmed a revision of it did take place on october 23, 2021. No additional information was provided. Root cause remains unchanged from the previous investigation if any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Radiographs were provided and reviewed by a health care professional. Review of the available records identified the following: left elbow arthroplasty is anatomically aligned. There is extensive radiolucency along the ulnar implant which appears loose. Bone quality is markedly osteopenic. The humeral implant does not appear loose. The ulnar implant is loose as noted secondary to osteolysis with extensive radiolucency along the implant. The marked degree of osteopenia could contribute to implant loosening. Device history record (DHR) review was unable to be performed as the lot number of the device involved in the event is unknown. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Proposed annex g code: mechanical (g04) - stem. Visual examination of the returned product identified an unknown humeral screw kit and an unknown articulation kit were returned with the ulnar component. The ulnar component was fractured at approximately one inch from the distal end and bone cement was seen in the plasma spray. The device was submitted for further analysis. Sem analysis determined the ulnar component showed that it fractured due to fatigue. Suspected crack initiation region identified on the fracture surface; however, the suspected crack initiation region consisted of excessive smearing, obscuring artifacts of crack initiation such as ratchet marks. Fatigue mode of fracture identified in the non-smeared areas of the fracture, exhibiting fatigue striations. Medical records were not provided for the fracture of the ulnar component. Radiographs were provided for ulnar component loosening and reviewed by a health care professional. Review of the available records identified the following: the ulnar implant is loose as noted secondary to osteolysis with extensive radiolucency along the implant. Alignment is maintained. The marked degree of osteopenia could contribute to implant loosening. Device history record was reviewed and no discrepancies were found. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.